Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was unknown. Caller reported that leak was only confined to reservoir compartment. Caller reported that there were no cracks or splits in the barrel and all components were present. Caller reported that there appeared to be air bubbles between the o-rings. Caller was vacationing and did not have reservoir information for replacement. Call was disconnected.